Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: a review of the pump black box data revealed an unexplained pump reboot followed by a cs 99 alarm, but it was not duplicated during the investigation. During a visual inspection of the pump, there was no damage found to the battery compartment or battery cap; the battery cap attached securely. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power or reboot occurrences. The pump was opened and an inspection was performed on the power circuit with no defects found. There was no moisture found internally. Unrelated to the original complaint, the keypad was observed to be torn at the ok button but was still responsive during the investigation. The keypad was removed to inspect under the contacts and there was no contamination found under the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).